Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges safety (broken swab) when using kit veritor system strep a 10 tests jp (material#: 256057), batch number: 4220796. The customer reported during sample collection, the cotton tip of the collection swab fell off inside the patient's mouth. They confirmed that the patient was not injured. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. A trend analysis for broken swab was conducted; a trend was identified. A supplier corrective action was opened with the supplier, and the reported issue is confirmed. The supplier was unable to determine the root cause for the issue; however, they have implemented processes to reduce the risk of tip detachment.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep japan, the cotton swab from the tip of one (1) applicator was removed from a patient's mouth during sample collection. There was no adverse impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep japan, the cotton swab from the tip of one (1) applicator was removed from a patient's mouth during sample collection. There was no adverse impact reported.